Event description:
A rollator with a broken rear wheel assembly was brought into a homecare dealer's store. No report of injury. Dealer was unwilling to give any further information about the patient or the event.